Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the machined head was damaged, rpms out of specification, control bar was loose. The machined head, power switch, bearings, seal, screws, and plug harness assembly were replaced and resolved the reported issue. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that outside of surgery, the device was in need of repair for an unknown reason. There was no patient harm/injury or surgical delay as there was no patient involvement. During investigation an inconsistent speed was found. Due diligence is completed and there is no additional information available.